Event description:
A customer reported via phone call indicating that their insulin pump over delivered insulin. The customer stated they woke up with paramedics assisting the customer. The patient's blood glucose level was unknown at the time of the call. The customer stated that they were treated with IV fluids. The customer was not hospitalized. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarms noted. Unit monitored for 2 days. No unexpected bolus delivery noted. All bolus delivered during testing were properly recorded at the bolus and daily totals history screens. No bolus or bolus history anomaly noted. Unable to verify history from (B)(6) 2015 due to overwritten pump bolus history file. However, care link pro and thds2 history file show bolus and basal activity during this time. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.